Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reclaim 40mm neck trial got stuck on the 85mm shaft and upon disassembly the locking hex sheared off.

Manufacturer narrative:
Examination of the returned instruments confirmed the complaint; screw breakage. Previous investigations found the root cause is attributed to user error. It is suspected to be related to inadvertently over tightening or over loosening the hex nut component. A design change of the locking mechanism was implemented on december 17, 2014 via (B)(4) to help alleviate with this type of complaint. The complaint sample was manufactured prior to the changes. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.